Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient contracted septic shock. Patient had known cholangiocarcinoma. Detection of clostridium perfringens in blood culture and also by e. Coli bacteria. Site stated that it cannot be ruled out that the infection is an infection by components of the "gut flora" of the patient. Port infection is currently not completely excluded. The patient has been treated with an antibiotic and saw an improvement in his general condition.